Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflation unit had an excessive pressure error during an unspecified procedure. The event resulted in a delay of less than 30 minutes. It was not reported how the procedure was completed. There was no patient injury or medical intervention associated with this event.